Manufacturer narrative:
Date of event: 2016.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a non scs related surgery. No further information could be obtained.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.